Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was unable to power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up monitor) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to an excessively discharged battery tri-cell. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.